Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating higher glucose scan values while wearing the adc device compared to the built-in meter. On (B)(6) 2022, a sensor scan of 369 mg/dl was obtained and the customer self-treated with an unspecified dose of insulin and subsequently experienced a loss of consciousness. A blood glucose test of 21 mg/dl was obtained on the built-in meter and the customer was provided oral dextrose by a non-hcp contact for a diagnosis of hypoglycemia. When values plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, sensor scans of 324 mg/dl and 212 mg/dl in comparison to 20 mg/dl and 21 mg/dl, when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A complaint was received indicating higher glucose scan values while wearing the adc device compared to the built-in meter. On (B)(6) 2022, a sensor scan of 369 mg/dl was obtained and the customer self-treated with an unspecified dose of insulin and subsequently experienced a loss of consciousness. A blood glucose test of 21 mg/dl was obtained on the built-in meter and the customer was provided oral dextrose by a non-hcp contact for a diagnosis of hypoglycemia. When values plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, sensor scans of 324 mg/dl and 212 mg/dl in comparison to 20 mg/dl and 21 mg/dl, when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.